Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and found that sensor pod was not received. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 UDI - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation/correction. H3 device evaluated by mfg - additional information. H3 evaluation included - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10 corrected data.